Manufacturer narrative:
The devices were not returned for evaluation. Without return of the units it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural or use error factors may have contributed to the event. No corrective actions will be taken at this time. Lot or serial number was not provided, therefore review of the manufacturing records could not be completed. The IFU for this product states ¿keep pressure monitoring lumens patent by intermittent flush or continuous slow infusion with heparinized saline solution.¿ potential risks associated with the use of swan-ganz catheters include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. The duration of catheterization should be the minimum required by the patient¿s clinical state since the risk of thromboembolic and infectious complications increases with time. The incidence of complications increases significantly with indwelling periods longer than 72 hours. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that clots were encountered during use on pte cases. There hasn¿t been any change in personnel or their technique, and they flush the catheters with heparinized saline. There have been no associated adverse events. Inquired of patient demographics. Unable to be obtained.